Event description:
Needle tip broke while suturing during hysterectomy. Surgeon was suturing the uterus when the needle tip broke. Surgeon opted to leave tip in situ since the uterus when the needle tip broke. Surgeon opted to leave tip in situ since the uterus was being excised. No adverse pt consequences reported.